Manufacturer narrative:
Based on the testing performed on the archived samples and determined risk priority number, the residual risk related to this complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. However, sol millennium decided to open supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar no (B)(4). Scar (B)(4) report: corrective actions: 1.the self-inspection and full inspection processes must be carefully checked to promptly eliminate defective products without and protective caps. 2. Supplier optimized the production line in june 2024, removing the current process of composite film (pe bag) products being temporarily stored in turnover bags and then handed over to outsourcing for boxing. Instead, one composite film packaging machine corresponds to one packaging production line, which is directly transferred from the conveyor belt of the packaging machine to the outsourcing for boxing, avoiding the problem of missing protective caps caused by sheath detachment due to temporary transfer and other factors. Corrective actions implementation: sol-millennium arranged onsite inspection for 3 batches of shipments after improvement later. Closure continuous tracking report: lot 02408037 & 02408038 & 02408039 did not encounter similar issues, and the above measures have been verified to be effective without any new risks. Therefore, this scar can be closed. This report contain both initial and supplemental information.

Event description:
A sample didnot have safety cap leaving the needle exposed causing a minor poke to user hand. User did not require medical attention from this needle poke. She has been using our syringes for years for her dog.